Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to (B)(6) as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
While using the viality unit, the fluid would not drain off of the fat as normal. The fat did not get to the correct consistency. The health care provider states there was 700 of fat in the failed unit and then 700 ml of saline mixture was added that comes with the unit. As soon as the mixture was added, the fluid started to leak around the drawer. An additional viality unit was used to complete the procedure.

Manufacturer narrative:
Tiger aesthetics medical complaint # (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical performed an investigation form a different batch/lot#. The reported leak was due to the sliding door not be seated completely into the device. The fluid not draining could not be confirmed. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.